Event description:
It was reported splits have been noted by the customer on the ends of the suction tubing connectors making it unusable.

Manufacturer narrative:
Based on the available info, this event is deemed to be a reportable malfunction. Per the info received, the end user is trained to use the tubing in the home and had a spare tubing to replace the damaged stock on hand at the time. There were no reports of a patient being harmed as a result of this malfunction. The device was returned to the place of distribution and a convatec replacement issued. No lot number or sample was provided to aid in the investigation, however the device history record for this product was reviewed that indicated one prior complaint in (B)(4) 2014 was recorded. No additional patient/event details have been provided to date. Should additional info becomes available, a follow-up report will be submitted. (B)(4).